Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) levels rose to 340 mg/dl (16.7 mmol/l) while wearing the pod on the arm between 25 and 36 hours. The patient¿s father reported persistent high bg readings, a damaged cannula, inadequate adhesion lasting about ten hours, and apparent insulin leakage under the pod upon removal. There was no medical assistance required.